Manufacturer narrative:
A device history record (DHR) review was conducted with related suction line lot numbers for secondary investigation which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection found the suction line connector was missing. It was detected that the dried glue residue on the tip of the tube where the connector is connected was not uniform. The root cause of the reported issue could be caused by the tube not submerged properly in solvent dispenser or dispenser with low level of solvent. Customer complaint notification was performed on to 23/mar/2023 production personnel as awareness to failure mode reported. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. A device history record (DHR) review was conducted which found related suction line lot numbers for secondary investigation done at tijuana facility. The sample was forwarded for secondary investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, the pilot balloon got detached from the inflation line. No patient injury reported.